Event description:
The pt was implanted with a left ventricular assist device. The (B)(6) reported that the pt's lvad stopped and the pt received red heart alarms and low flow alarms. Equipment was exchanged, and the pt continues to be ongoing.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.